Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 6mmx60mmx130cm innova stent, it was noted that the part of the tip of the stent strut was sticking out of the catheter. The procedure was completed with another of the same device. No patient complications were reported.